Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were made.